Event description:
It was reported that during a photoselective vaporization of the prostate, the physician stopped lasering to visually inspect the prostate. When the physician extended the fiber to continue lasering, it was observed that the tip of the fiber had detached. The procedure was continued and successfully completed with a second fiber without patient complications. The physician noted that during the procedure, it was ensured that the distance from the fiber to the tissue was approximately 2 millimeters (mm), the irrigation solution was set up as per instructions for use (IFU), the irrigation solution was positioned at least 106 centimeters (cm) higher than the level of the endoscope/cystoscope, the flow valve was opened and fluid was observed to be coming out of the metal cap output window, the cooling saline had a pressure bag, the fiber was not buried in the tissue during use, and there was no excessive tissue accumulated on the tip requiring cleaning.

Event description:
It was reported that during a photoselective vaporization of the prostate, the physician stopped lasering to visually inspect the prostate. When the physician extended the fiber to continue lasering, it was observed that the tip of the fiber had detached. The physician flushed out the tip out of the patient prostate. The procedure was continued and successfully completed with a second fiber without patient complications. The physician noted that during the procedure, it was ensured that the distance from the fiber to the tissue was approximately 2 millimeters (mm), the irrigation solution was set up as per instructions for use (IFU), the irrigation solution was positioned at least 106 centimeters (cm) higher than the level of the endoscope/cystoscope, the flow valve was opened and fluid was observed to be coming out of the metal cap output window, the cooling saline had a pressure bag, the fiber was not buried in the tissue during use, and there was no excessive tissue accumulated on the tip requiring cleaning.

Manufacturer narrative:
B5: describe event or problem updated to reflect tip removal.

Event description:
It was reported that during a photoselective vaporization of the prostate, the physician stopped lasering to visually inspect the prostate. When the physician extended the fiber to continue lasering, it was observed that the tip of the fiber had detached. The physician flushed out the tip out of the patient prostate. The procedure was continued and successfully completed with a second fiber without patient complications. The physician noted that during the procedure, it was ensured that the distance from the fiber to the tissue was approximately 2 millimeters (mm), the irrigation solution was set up as per instructions for use (IFU), the irrigation solution was positioned at least 106 centimeters (cm) higher than the level of the endoscope/cystoscope, the flow valve was opened and fluid was observed to be coming out of the metal cap output window, the cooling saline had a pressure bag, the fiber was not buried in the tissue during use, and there was no excessive tissue accumulated on the tip requiring cleaning.

Manufacturer narrative:
B5: describe event or problem updated to reflect tip removal. Investigation summary: with all the available information, boston scientific concludes that the reported event is confirmed as visual examination identified that the metal and glass caps were detached. It is probable that excessive manipulation of the fiber and interaction with the scope, along with a decrease in saline cooling flow, which causes elevated temperatures contributed to the reported and confirmed fiber tip damage. Continuous elevated temperatures can lead to fiber damage, including metal and glass cap detachment. According to the instructions for use, increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. In addition, the IFU indicates that damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified that the metal and glass caps were detached from the fiber. Data from the fiber card received shows there was 151,210 joules emitted. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber, other than the fiber tip. The fiber connector passed the connector segment verification test indicating there were no connection issues. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: based on product analysis and the available information, it is probable that excessive manipulation of the fiber and interaction with the scope, along with a decrease in saline cooling flow, which causes elevated temperatures contributed to the reported and confirmed fiber tip damage. Continuous elevated temperatures can lead to fiber damage, including metal and glass cap detachment. The IFU instructs the user to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage and to not excessively manipulate or bend the fiber. In addition, the IFU indicates that damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.